Manufacturer narrative:
Unknown taper. The device associated with this complaint will not be returned. The reporter of the event was asked to indicate the product serial number and catalog, the reporter stated they were unknown. Without the device or any additional device information, the taper type associated with this complaint cannot be determined. The reporter was asked for further information regarding the event, including patient age, implant date, diagnostic testing, and device information. To date, no further information has been received. This event was reported by the patient, and apollo is unable to confirm the events with the patient's physician, or request additional information. Device labeling addresses the possible outcome of band slippage as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: the patient has had two port leaks and a band slip of their lap-band system. The patient reported that the band slip was treated with removal and replacement of the entire lap-band system. This report is for the band slip. The additional events of port leaks are captured in mw #3006722112-2015-00583 and mw #3006722112-2015-00592.